Manufacturer narrative:
Conclusion: roller clamp was not working properly, component problem. An incorrect tube was assembled on the affected line of the custom pack hy11a91r4. In order to confirm the physical status and fit test of the tubing a visual inspection was performed on 29 of them. During the investigation of the complaint, a roll of tubing was used in order to perform the visual inspection and fit test. Pin gauges were used in order to confirm the ID from the tubes. After the inspection of the samples, no discrepancies were found of the tubes against the dimensions marked in the specification. In order to detect if there was an issue with the raw material, 29 samples from the same batch were required from warehouse. After the visual inspection, no damage was detected in the inspected components, therefore the hypothesis of finding any damage to the component was rejected. After the tests with all of the samples, no leaks were found. Medtronic will continue to monitor for future occurrences and take actions as appropriate if any trends are identified. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of this custom tubing pack the customer experienced a compatibility issue between the roll clamp and the tubing. The customer stated that even when the dropping rate was correct, the roll portion did not work well due to the hardness of the tubing, and the dropping rate increased. The customer stated that even, if it was turned off, it still dripped. The customer used forceps to control the dropping rate. The custom tubing pack was used to complete the case and there were no adverse patient effects.